Event description:
Patient admitted and worked up for a pump thrombus. He was noted to have increased ldh, abnormal pump sounds, and abnormal echo. Increased pump speed to compensate for clott and will list for transplantation.